Manufacturer narrative:
Manufacturing evaluation - samples received: no samples available. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have not received any sample from customer. Without any sample we cannot carry out an analysis in order to take a decision. As no samples have been received and no units are available in b. Braun surgical, s.a., we have only been able to conduct a review of the batch manufacturing record of this product and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that there was an issue with silkam suture. The client reported that the specification of this batch is similar with 2-0, it was hard to distinguish both when used on the table. Additional information not possible to receive as the end customer is anonymous. Case received from the national competent authority.